Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the knob on the front of the unit was broken off and pushed down into the unit and it was additionally noted that the encoder connection on the main printed circuit board was damaged and the encoder assembly was replaced as a preventive measure and that the display wire insulation was pinched and the wire insulation was not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was recalibrated and functionally tested and passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob on the front of the external pulse generator was broken off and pushed down into the unit. The generator was returned for service. There was no patient involvement.